Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with anterior and posterior vaginal repair and cystoscopy due to vaginal prolapse and urinary retention. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia.

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2003 and (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2003 due to stress urinary incontinence and pelvic organ prolapse. It was also reported that mesh was implanted on (B)(6) 2006 due to vaginal prolapse and urinary retention. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent release of mesh on (B)(6) 2004 due to urinary retention and pelvic pain. (B)(4).